Event description:
Pt tested on the suspect device with an inr result of 7.7 compared to a lab inr of 4.8. The site had performed correlation studies and the results did not correlate well. The pts were treated per the lab results. The device was replaced and requested to be returned for evaluation.